Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr found multiple circuit disconnects in the event log at the same time as the xdcr (transducer) fault. The fsr ran the user verification test (uvt) and the unit operated with no issues. The fsr returned onsite to perform a preventative maintenance procedure on the unit and found a xdcr fault an motor fault upon starting up the unit. The fsr restarted the unit and the errors went away. The fsr replaced the main board kit and calibrated the transducers as a precaution. The fsr performed the uvt and operational verification procedure (ovp) and verified the volumes, pressures, and blender operation.

Event description:
The customer reported "inop" with "xdcr (transducer) fault." There was no patient involvement associated with this reported issue.